Event description:
The customer reported that the battery was completely drained and failed to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the battery was completely drained and failed to charge. There was no report of pt involvement. On (B)(4) 2012, the battery was received to the philips repair bench. The battery was evaluated and it was determined that when inserted into a mrx test device at the repair bench with an ac power module, the device would shut down. This failure mode of the battery disables the ac power module. Philips sent the customer a new battery which resolved the failure.